Manufacturer narrative:
The technician found the trend shaft was bent into the reverse trend hook. The technician straightened the trend shaft and adjusted the trend switches to repair the bed.

Event description:
Information received indicates the bed will not go into the trendelenburg position.